Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via television program that a child fell on (B)(6) 2012 and acquired a laceration of the eyebrow. He was seen by a surgeon who closed the laceration with topical skin adhesive. The adhesive dripped into the child's eyes and bonding of the eyelids occurred. The patient was kept in the hospital to be seen by an ophthalmologist. The ophthalmologist prescribed saline and gel to the eyes and stated that it would resolve within seven to ten days.